Event description:
It was reported that the patient was able to pass the straight tip catheter with some discomfort but the reference number given was for coude catheter. No medical intervention was reported. Per follow up with liberator, clarification was received on the reported event. There is no allegation of product mislabeling. It was reported by the customer that the straight catheters caused discomfort; therefore, the customer preferred coude.

Manufacturer narrative:
Per additional information received from the complainant, bard/bd has determined that this MDR was reported in error as there's no allegation of a product mislabel. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was able to pass the straight tip catheter with some discomfort but the reference number given was for coude catheter. No medical intervention was reported.